Event description:
Inbound; patient reports no disposable alarm on both legacy 6400 pumps while using 100 ml cassette with flow stop, despite troubleshooting, alarm persists and cassette was changed. No further details provided.